Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level above (600 mg/dl) with dangerous/ life threatening level of ketones present. The customer was treated with IV fluids and had blood work done. The customer was in the ER for about 7 hours and left with a bg level of about (150 mg/dl) reportedly, the customer was using apidra insulin. The customer was educated that only humalog and novolog are approved insulin. It was indicated that the customer reverted to backup pump for insulin therapy.